Event description:
Customer reported the system locks up, keyboard problems, and the printer is not working. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and retapped the input power transformer. System operates as intended.